Manufacturer narrative:
The product was discarded. Therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 6/6/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, after ablation of the right pulmonary vein (rpv), the patient¿s blood pressure dropped to about 50. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient¿s blood pressure recovered up to 85. The patient was then transferred to the cardiac care unit (ccu) for observation. It was reported that the drained fluid was arterial blood. There¿s no information regarding extended hospitalization and or patient¿s outcome. The physician commented that the adverse event it may have occurred during rpv ablation. The generator was used in power control mode.